Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed, and it was noted that both cylinders had holes and tissue growth internally. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.